Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead had high impedances affecting therapy. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted and replaced. Therapy was restored post-op.